Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the stimulator was not functioning and they could not get a connection with the patient programmer. The patient tried to connect and got a screen that said recharge the recharger. The patient stated the green power light was on and the connector pin did not seem loose or bent. The patient stated the recharger had been plugged in for a couple ofhours. The patient reported pain in their leg and back. It was unknown if it was a sudden or gradual change in therapy. The patient said they could not connect, but after walking through charging they were able to charge and everything was working. No further complications were reported or anticipated.